Event description:
A male patient underwent aaa repair in 2007. The patient received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. A recent follow-up revealed a distal type I endoleak which will require a secondary intervention. The endoleak has not been treated.

Manufacturer narrative:
Still under investigation at this time.